Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse found that the internal waste tubing had come off its fitting due to back pressure caused by a kinked floor drain tubing. The fse removed the kink from the drain line and reconnected the pump tubing. The fse verified the repair per established procedures. Results met published performance specifications. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a fluid leak in connection with their unicel dxc 600i synchron access clinical system. The fluid leaked on the floor, under the access 2 portion of the dxc 600i instrument. No effect to patients or user was reported in connection with this event.